Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was replaced less than a month after implant for an unspecified reason. No additional adverse patient effects were reported.